Manufacturer narrative:
(B)(6). Device is combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the left anterior descending (lad) artery. Predilation was performed with a balloon. A 2.50 x 16 synergy stent was advanced to treat the lesion. The device was unable to cross the subclavian artery due to the curvation of the vessel. The physician used force in attempt to cross and the distal stent strut was damaged. The device was removed and the procedure was completed with another 2.50 x 16 synergy stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with struts on the distal half of the stent distorted and stretched over the distal markerband. Stent struts at the proximal end are squashed on rows 2 & 3.the balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. However the balloon and stent are squashed at the proximal end on rows 2 & 3. The bumper tip of the device showed signs of damage at the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement through a calcified lesion. A visual and tactile examination of the hypotube profile found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their shaft polymer extrusion profile. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the device was unable to pass the lesion and excessive force was used resulting to a damage stent. The direction for use states: if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and the guide catheter should be removed as a single unit (see also precautions, stent system removal - pre-deployment). Once the stent delivery system has been removed, do not reuse.¿ (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the left anterior descending (lad) artery. Predilation was performed with a balloon. A 2.50 x 16 synergy¿ stent was advanced to treat the lesion. The device was unable to cross the subclavian artery due to the curvation of the vessel. The physician used force in attempt to cross and the distal stent strut was damaged. The device was removed and the procedure was completed with another 2.50 x 16 synergy¿ stent. No patient complications were reported and the patient's status was stable.